Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent internal fixation due to lumbar spondylolisthesis. During the spinal surgery, the screw was damaged after the implant placement. The product was completely explanted from the patient. No patient complications were reported as a result of the event.